Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The customer's blood glucose (bg) level was impacted (600 mg/dl). The customer took a manual injection to address bg level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, the customer did not respond and did not upload the pump data for review.